Manufacturer narrative:
(B)(4). Batch # m53f1z. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: the surgeon checked the device again after the surgery and cut through the washer.

Event description:
It was reported that during a duodenopancreatectomy procedure, the firing trigger was stuck and could not be compressed to p to p. The surgeon compressed with much power. When checked the anastomosis, the tissue was cut through but the staples were all malformed and the washer was not cut through. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Manufacture date: 4/20/2015. The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.